Event description:
On (B)(6) 2013 during review of the vns patient¿s programming history it was observed that on (B)(6) 2008 a faulted system diagnostics test occurred that changed the patient¿s settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No final interrogation was performed and it wasn¿t until the patient¿s next visit, (B)(6) 2008, that the settings were corrected.

Manufacturer narrative:
Analysis of programming history.